Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2023-25010, related manufacturer reference number: 2017865-2023-25012, related manufacturer reference number: 2017865-2023-25013. It was reported that the patient presented to the hospital for laser lead extraction due to infection and growth seen on the leads. The pacemaker, right atrial lead, right ventricular lead and left ventricular lead were explanted. The pacemaker and the right ventricular lead were replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.